Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 21 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to a high magnetic field. The mother also reported that there was a bolus of 10 units in the bolus history that the customer did not program. The mother requested a replacement insulin pump. Nothing further was reported.